Event description:
It was reported that the right ventricular (rv) lead was replaced due to increasing threshold and impedance. The implantable pulse generator (ipg) was also replaced due to battery depletion resulting from the high pacing threshold as the patient was 100% pacing dependent. The rv lead was capped and remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: kdr401 implantable pulse generator (ipg). (B)(4).